Event description:
A complaint was received regarding a conector tego¿ that experienced no flow during use. It was reported that the set was with mechanical failure. This set was adapted on (B)(6), and on its third day of use for a hemodialysis treatment, it presented a drop in blood pressure and an increase in venous pressure of the catheter, preventing the output and return of blood through the connector. When this is connected to the lines of the device, the rupture of the membrane that covers the tego in the aileron of the device's thread is evident. The tego connector was removed, and the lines are connected directly to the catheter, showing the correct functioning of the catheter. The start of treatment and the time of the event was at 11:53 am, with a heparin dosage of 10000 iu session, the blood pressure was 110/53 mmhg, and the heart rate was 78 beats per minute. The end of treatment was at 03:59 pm, with a blood pressure of 108/51 mmhg, and the heart rate of 81 beats per minute. It is unknown if there is sample available for evaluation; however, one picture was provided showing the product reported. There was patient involvement: a man, 38 years old, whose name initials are jamm, weight 88, height 1.83. According to the report, there was no harm to the patient. The patient¿s result was recovered.

Manufacturer narrative:
A patient information was given without units. The weight of 88 was assumed to be kilograms, because the height of 1.83 was in meters. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Manufacturer narrative:
No lat-d1000 product samples were returned for investigation; however, one (1) photograph was provided by the customer. The photograph shows the syringe and confirms the customer complaint of a rupture of the membrane that covers the tego. Confirmed customer complaint of the faulty tego connector: rupture of the membrane that covers the tego. The probable cause of the top silicone seal damage is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history report (DHR) for lot 14145002 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.